Event description:
It was reported that customer was admitted to a medical center for low bgs. The customer stated that the pump bolused 18.7u while asleep. The customer was disconnected during rewind and prime. Troubleshooting was performed. The insulin type and concentration were correct. The programming, time, and bolus history were accurate. Suggested the customer to call their doctor to discuss possible causes of low bgs. Pump is operating as designed and does not need to be replaced.